Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. .

Event description:
It was reported to philips that the device failed to shock while in use on a patient. There was no adverse event to the patient reported; another xl defibrillator was used. This incident will be reported as a serious injury based on the customer's report that the device failed to shock a patient an another device was used.

Event description:
It was reported to philips that the device failed to shock while in use on a patient. There was no adverse event to the patient reported; another xl defibrillator was used. This incident will be reported as a serious injury based on the customer's report that the device failed to shock a patient an another device was used. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed. The fse found that the device had multiple errors in the logs indicating failure of either the power pca, control pca, or both pcas. The customer was informed that the device is past the end of service date and no more parts are available. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31dec2013. All options associated with this defibrillator were discontinued as of 31dec2013. The end of support date for the device is 31dec2018. The customer was aware of the end of life (eol) terms and the device remains at the customer site. This complaint is not related to any existing CAPA. The information gathered for this report does not indicate a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.